Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
As per details reported on (B)(4) from fs log # 100255. "R/f leakage error r/f leakage error when using coag, it is a new leep machine." 1216677-2023-00076 leep precision generator lp-20-120 (B)(4).

Manufacturer narrative:
Distribution history: this complaint unit was manufactured at csi on 10/25/2022 under wo#'s 322677 & 322682 and shipped on 10/26/2022. Manufacturing record review: DHR's 322677 & 322682 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint condition. The complaint was not confirmed. Product receipt: the complaint unit was returned on a repair. However, based on log 100255, this unit was at csi on 04/25/2023. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: CAPA 801 was initiated to determine a root cause. The investigation has determined the design is intact and not faulty. The leep system is designed with a safety feature to cut power in any mode when rf leakage is detected. This is in place to protect the end user and patient from potential shock. In the investigation, the failure had been repeated, but under certain conditions relevant to set up/environment. The unit was evaluated, tested and returned to the customer. All product was placed on hold and later released per an evaluation of the findings on the CAPA investigation. The investigation portion of the CAPA process will be considered complete but the implementation portion will continue with actions based on the investigation. Coopersurgical will continue to monitor this complaint condition for trends.

Event description:
No additional information is available.